Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. A review of the complaint history of the device found no further issues.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a 2cm inaccuracy. The surgeon registered the patient with pointmerge and was accurate. After sterile draping, and attaching the sterile frame, accuracy was checked and the inaccuracy was noted. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.